Event description:
It was reported that the patient presented in clinic due to a thumping sensation felt in their chest. It was determined the cause was high capture thresholds on the right ventricular (rv) lead. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.